Manufacturer narrative:
Initial and final MDR (B)(4) .

Event description:
Reference number (B)(4). Event occurred in canada. It was reported that, the patient faced issue of 10 infusion tubing leakage from the site after being in use for 1 day each for all events.the issue was resolved by replacing infusion set and resuming insulin. No further information available.